Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 51559isp mfg date: 09/01/2010, exp date: 03/31/2015. Batch 51620isp mfg date: 09/02/2010, exp date: 08/31/2015. Batch j101146 mfg date: 04/01/2010, exp date: 04/30/2015. Batch j101147 mfg date: 04/01/2010, exp date: 04/30/2015. Batch j101148 mfg date: unknown, exp date: unknown. Batch j101422 mfg date: 05/01/2010, exp date: 05/31/2015. Batch j102219 mfg date: unknown, exp date: unknown. In addition, a review of the batch manufacturing records for batch numbers 51559isp, 51620isp, j101146, j101147, and j101422 was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent femoral head replacement procedure on (B)(6) 2011 and a drain was placed at the artificial femoral head. The surgeon fixated the drain with suture to the skin and started activation. On (B)(6) 2011, the drain was removed in the ward. During removal, the drain was broken at 1cm into the insertion area, and the fragment (about 15cm) remained in the patient's body. The patient underwent x-ray exam to confirm the place of the fragment. On (B)(6) 2011, the fragment was successfully removed from the patient's body under local anesthesia in the operation room. The patient remains hospitalized and is in stable condition.

Manufacturer narrative:
Date sent to the FDA: 04/19/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 51559isp, mfg date: 09/01/2010, exp date: 08/30/2015. Batch 51620isp, mfg date: 09/02/2010, exp date: 08/31/2015. Batch j101146, mfg date: 04/01/2010, exp date: 04/30/2015. Batch j101147, mfg date: 04/01/2010, exp date: 04/30/2015. Batch j101148, mfg date: 04/01/2010, exp date: 04/30/2015. Batch j101422, mfg date: 05/01/2010, exp date: 05/31/2015. Batch j102219, mfg date: 05/01/2010, exp date: 05/31/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.